Event description:
Brake caster would lock and hold, but caster would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Tech found that the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced brake caster to resolve this issue.